Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d9: device availability - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: adverse event problem component codes ¿ additional.

Event description:
It was reported that a loss of connection occurred.the product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed due to no voltage. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.